Event description:
Boston scientific received information that after exercising, this patients right ventricular (rv) lead was exhibiting noise and boston scientific technical services (ts) was consulted to view an electrogram (egm) to see what was going on. Ts suggested that there was double morphology noted, and double counting of the qrs complex, indicating a possible dislodgement. It is believed where it is located is oversensing the t-waves. Later the lead was explanted as it was confirmed that the lead had dislodged. Boston scientific technical services (ts).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.